Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if received.

Event description:
It was reported that there was an issue with a kerrison noir 130deg up 280mm 4mm thin. It was reported two kerrison noir 130deg up 280mm 4mm thin devices malfunctioned during a spine laminectomy procedure, the surgeon was using the kerrisons in a way that was supposed to be used and they would just lock up to where he could no longer even squeeze the handle to bite bone. The reporter also added that one of the device totally seized up and could not be used at all and for the other device there are metal shavings inside. There was a 5 - 10 minute delay to get alternative devices to complete the procedure. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d4-lot#, d9 & f9. Investigation results: vigilance investigator carried out the pictorial documentation visually and microscopically. Both kerrison punches show clear signs of friction on their t-bar. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and root cause: due to the fact that there is a clear sign of fretting found on the surface of the t-bar, we assume that a lack or an insufficient lubrication could cause such failure patterns. As an additional information it is important to know, that such fretting scenarios are a known phenomenon in case of cleaning with peroxide additives as such instruments require more attention on lubrication than others. The root cause of the problem is most probably maintenance-related. Based upon the investigations results a CAPA is not necessary.

Event description:
No updates.